Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was visible moisture behind display lens. The display screen was distorted and difficult to read. A review of the pump's black box data showed that the power was rebooting followed by a watchdog died alarm on the date of the complaint. The pump failed a leak test due to a crack in the pump casing. There was evidence of moisture found internally on the internal components of the pump.